Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is in risk management.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system separator 5. After successfully aspirating thrombus using a separator 5 and an indigo system cat5 catheter, the devices were removed and the separator 5 was found unraveled at the tip. The physician ran angiography and found that the procedure was complete. There was no report of an adverse effect on the patient.